Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was over 400 mg/dl in one incident. The mother also stated the sensor did not give a reading of 400 mg/dl when the incident occurred. The mother also reported receiving several lost sensor alerts. The insulin pump will not be returned for analysis.